Manufacturer narrative:
Additional information: h4: the lot was manufactured between 13 may 2025 and 15 may 2025. H11: the actual device and a video of the sample were received for evaluation. A visual inspection of the video and actual sample was performed, and showed that the bladder was ruptured. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The issue was described as "the elastomeric pump broke". This occurred during the filling process with 5% dextrose solution, for a total volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.